Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin squirted out of the tubing during manual prime. The customer¿s blood glucose level at the time of the incident was unknown. The customer was disconnected during prime. The customer states everything was dry. The customer was advised to attach a new infusion set and reservoir and re-start the priming process.